Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience repeat malfunction, and was instructed to continue using pump and call back if issue recurred.